Event description:
Per medwatch report received, "doctor had just placed nasopharyngeal catheter into pt nares with 5 liters of oxygen and pt stated pain in left chest, immediately followed by complaints of abdominal pain. Pt then began to have respiratory problems, face became very swollen and had crepilus in chest and distended abdomen. Code blue was called and pt was intubated. Went to surgery about an hour later for suspected perforation, none found."